Manufacturer narrative:
The investigation of the remaining devices was completed and the issue was confirmed; the devices had a broken/damaged components. The devices were repaired in the field and returned to service.

Event description:
This report summarizes 3 malfunction events, where it was reported the brakes were difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed; there was a worn component.  The device was repaired and returned. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the brakes were difficult to engage/disengage. There was no patient involvement.